Event description:
It was reported that (3) devices were used during a video assisted wedge resection. It was reported by the affiliate that the tsb45 cartridge was detached easily during the first firing. The 2nd cartridge also did set properly. Another instrument was used to complete the case. There was no consequence to the pt.